Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event of failure to cut.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during a colonoscopy procedure on (B)(6) 2026. During the procedure, there were a couple snares that malfunction when trying to cut a polyp. The snares would either not cut all the way and the wire would break away from the handle. There were no patient complications reported as a result of this event. This report pertains to one of the two devices used during the procedure; this entry specifically refers to the second device, which corresponds to the failure mode "not cutting through".